Event description:
Using synvisc in the shoulder joint without adverse event [off label use]. Case narrative: initial information received on 05-mar-2019 from united states regarding an unsolicited valid serious case received from the health authorities of united states with reference number: mw5083696 via pharmacist. This case involves adult patient who would be using synvisc in the shoulder joint without adverse event, while he/she was treated with hylan g-f 20, sodium hyaluronate (synvisc). (Latency: unknown) the patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2019, the patient would take hylan g-f 20, sodium hyaluronate injection at the dose of 2 ml for the weekly frequency via intra-articular route in the shoulder joint (with an unknown batch number) as product used for unknown indication. On the unknown date, it was reported that prescriber would be using synvisc in the shoulder joint but prescriber was aware that it was only approved for the knee joint. Final diagnosis was using synvisc in the shoulder joint. Corrective treatment: not reported for using synvisc in the shoulder joint. Outcome: not applicable for using synvisc in the shoulder joint. Seriousness criteria: medically significant and intervention required for using synvisc in the shoulder joint. A product technical compliant was initiated and results were pending for same.